Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 470mg/dl. It was also reported that the customer was vomiting prior to the admission. Recently, the customer has experienced a bent cannula, but no delivery alarms were observed. Troubleshooting was declined and further testing was not performed.